Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported that during a surgery the 2, 7mm anchor bent when placed in the drill channel. There was no harm for patient, operator or third party reported. No further information received. Update avoe 31-aug-2023 it was confirmed that the error occurred during a sg-bandaugmentation surgery. After consultation with the surgeon in charge, the metal device on the 3.5 mm swivelock anchor (which is included in the kit) was bent by levering it too hard. The swivelock anchor itself was not damaged. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.